Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). D11: concomitant medical products: item number: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot# unk, serial# (B)(6). The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was damaged at the end of a crate, inhibiting cutter rotating on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the mesher on (B)(6) 2019 noted that the comb was bent at the handle end and that the pretests could not be performed due to the bent comb. Evaluation of the cutter found that it produced a passing mesh. Repair of the device occurred on (B)(6) 2019 and involved replacing the comb. The technician then tested the device and verified that the mesher was functioning as intended. The device and the cutter were then returned to the customer without further incident. The mesher and the cutter were tested, inspected, and serviced. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device mesher was damaged at end of grate inhibiting smooth cutter rotation. Subsequently this caused no patient harm and there was no delay. The event was discovered by sterilization technician. No adverse events were reported as a result of this malfunction.